Event description:
The customer reported that the mts 24 place centrifuge was not in specification. The user detected the issue and retested using an alternate centrifuge preventing erroneous results from being reported. Incorrect centrifugation speed or time during testing, if undetected, may lead to erroneous test results.

Manufacturer narrative:
No definitive root cause was determined. The centrifuge was out of warranty. The customer's bio med tech was instructed to check the gel cardholders for free movement. This customer has not logged any complaints against this instrument since this incident.